Manufacturer narrative:
Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities. Patient weight not reported. Brand name is unknown. Model #, lot # and unique identifier (UDI) # are unknown. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Implanted date is unknown. Explanted date is n/a as the part was not explanted. Concomitant medical products and therapy dates not reported. Initial report fax number unknown. Device bla number is n/a to this report. Na was not entered within this field as this caused technical errors to occur in previous MDR submissions. Device manufacture date could not be confirmed. Note: because screw length and diameter are unknown, brand name and model # are listed as unk. Due to the unknown screw dimensions, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted. Investigation: evaluation of similar complaints. The complaints log was reviewed to identify any similar events involving a tiger large cannulated screw backing out between august 2019 and august 2020. One (1) similar complaint was identified with a root cause of patient noncompliance. This related event cannot be confirmed to contain parts from the same lot number as the reported event as the lot number for the reported event is unknown. DHR review: part / lot number(s) are unknown as the part remains implanted in the patient, DHR review could not be performed. Review of surgical technique: tiger large cannulated screw system instructions for use, (B)(4), corresponds to the event. It is documented that the doctor / user did not follow the IFU. With regard to the surgical technique leading to a removal, it is stated that the doctor believes "the large cannulated screw may have backed out due to not countersinking enough prior to implanting". Visual & dimensional inspection, simulated use testing: the part was not returned as it remains implanted in the patient so no visual or dimensional inspection could be performed. Additionally, simulated use testing was not be performed as it is not necessary for the evaluation and determination of a root cause. Investigation conclusion: as stated previously, the doctor believes "the large cannulated screw may have backed out due to not countersinking enough prior to implanting". A provided x-ray confirmed that the screw was backing out. Due to the nature of the complaint and the minimal details provided surrounding the original implantation, it cannot be confirmed if the screw backing out is a direct result from not countersinking enough. Thus, the removal was completed due to reported patient pain due to the screw backing out, however, the root cause for the backing out remains unknown.

Event description:
On 08/12/2020, a trilliant surgical inventory specialist reported large cannulated loaner #7 was returned by a trilliant surgical distributorship with the system's 215-00-011 (large cannulated screw extractor) stuck in the 215-00-004 (large cannulated ratcheting driver handle). The loaner was returned to trilliant surgical's corporate office on 08/11/2020 and reviewed prior to the cleaning and decontamination process by the inventory specialist a day later, 08/12/2020, when the discovery was made. The trilliant surgical sales representative who requested the loaner was contacted for further information. The sales representative reported the large cannulated loaner was requested originally on (B)(6) 2020 for a large cannulated tiger screw removal procedure due to a large cannulated tiger screw backing out of the calcaneus causing the patient pain. The doctor reported he met with the patient a week prior to the removal procedure (on (B)(6) 2020) when he first heard the report of pain. The doctor mentioned to the sales representative that he believes the large cannulated screw may have backed out due to not countersinking enough prior to implanting. The screw did not have purchase because of this, thus backing out post-operatively. The removal was scheduled to be performed at hospital 1 on (B)(6) 2020. The patient was a (B)(6) female, weight and bone quality currently unknown. The original implantation of the large cannulated tiger screw into the calcaneus was performed by the same doctor at hospital 1, but the date of implantation is currently unknown. The sales representative will be contacting the doctor regarding the unknown information within this report. The sales representative reported that during the (B)(6) 2020 removal procedure, the doctor originally planned on just advancing the large cannulated screw back into the calcaneus but when he tried to do so with the proper driver attached to the 215-00-004 handle, the screw spun in place. Switching plan, the doctor attached the 215-00-011 extractor to the 215-00-004 handle and inserted it into the implanted screw, but was unable to lock into the screw to extract it. Attempting to get the 215-00-011 to engage with the screw, the doctor took a mallet and tamped the end of the 215-00-011 handle forcefully. This did not work. With the 215-00-011 now stuck in the 215-00-004 handle, the doctor switched over to using a driver attached to the 215-00-003 (large cannulated fixed driver handle) to force the large cannulated screw back into the calcaneus. Satisfied with the screw advancement, the doctor closed and the case was completed. The 215-00-004 and 215-00-011 were returned to trilliant surgical's corporate office within large cannulated loaner #7 and were pulled from the system for further investigation. The large cannulated screw aforementioned remains implanted.